Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 21/aug/2019 and inspection of the unit was performed on 27/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection. Bending rubber non-pentax material. Passed wet leak test. Passed dry leak test. Operation channel- primary mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and the scope was returned to the customer on 12/sep/2019. Parts replaced: bending rubber. Deflector body link. Distal case/cap. O-ring.